Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. Additionally, there were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and the residual risk for this event is low; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue is inadequate device maintenance. The device was evaluated upon receipt. Device leaks water around the customer installed t4 thermistor in the chiller tank. Installed a new seal on t4. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Service: contact customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that medivance considers repairable. Per baw2800549 rev 0: "8.18 replacing tank temperature sensor harness the tank temperature sensor harness connects the chiller pump with the tank. Tools and supplies required: ¿ wire cutters. 1. Remove internal components from the chiller frame and separate them into two sections (steps 8.6, 8.7, or 8.8). 2. Remove insulation from the point at which the thermistor enters the tank. 3. Remove the associated cable ties. 4. Remove the piece of insulation tape that holds the sensor to the top of the tank. 5. Remove the chiller pump (step 8.12 or 8.13). 6. Remove the old tank temperature sensor harness, making note of where each of the two temperature sensors, labeled t1/t2 and t4, plug in. 7. Modify insulation as shown such that t4 fits properly into tank (see figure 8-58) 8. Plug in the new harness. The t1/t2 and t4 connections will rotate into place. To avoid damaging the wire, twist each of these wires in the opposite direction to provide some slack before slipping the washer on and rotating the connection into place. 9. Reinstall the chiller pump. 10. Use the provided insulation material to seal the connection between the sensor and the tank. 11. Perform a calibration (see chapter 9). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Requesting ts transferred for assistance. As per wo update on (B)(6) 2024, it was stated that even after replacing tank harness they were still getting alarm 78 (non-recoverable system error, chiller water temperature sensor out of range, low resistance) and 74 (non-recoverable system error, secondary outlet water temperature sensor out of range - low resistance). Stated they would provide quote for loaner and assessment. Per follow up information received via phone on 11sep2024, it was reported that the device was sent in for repair. Sample received and no patient involvement at the time of the malfunction. Per sample evaluation results on 14sep2024, it was reported that the arctic sun device leaks water around the customer installed t4 thermistor in the chiller tank. Locking tab on the heater power connector was missing.

Event description:
It was reported that the arctic sun device was not cooling. Requesting ts transferred for assistance. As per wo update on 22jul2024, it was stated that even after replacing tank harness they were still getting alarm 78 (non-recoverable system error, chiller water temperature sensor out of range, low resistance) and 74 (non-recoverable system error, secondary outlet water temperature sensor out of range - low resistance). Stated they would provide quote for loaner and assessment. Per follow up information received via phone on 11sep2024, it was reported that the device was sent in for repair. Sample received and no patient involvement at the time of the malfunction. Per sample evaluation results on 14sep2024, it was reported that the arctic sun device leaks water around the customer installed t4 thermistor in the chiller tank. Locking tab on the heater power connector was missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.